Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high troponin (accu tni) results generated by the access 2 instrument for two patients. Patient a and b samples were tested for accu tni and results of 0.58ng/ml and 0.82ng/ml were obtained, respectively. The original samples were re-tested and repeated results of 0.11ng/ml were obtained for each patient. In addition, patient a sample was tested on a different instrument and an accu tni result was 0.10ng/ml. The results were not reported out of the lab. Patient treatment was not affected in connection with this event.

Manufacturer narrative:
The samples were collected in plastic bd lithium heparin tubes with gel and they were centrifuged at 3,600 rpm for 10 minutes at 25 degrees celsius. Patient's a sample was aspirated off the gel after centrifugation. The sample was noted to be normal in appearance. The specimen was sampled from an insert cup placed in the primary tube. Qc resulted within specifications during the time of the event. A system check performed in 2008, was within specifications. A system check was performed in the same month, failed and passed within specifications upon repeat on the same day. A field service engineer (fse) was dispatched: the fse performed a preventive maintenance (pm) to the instrument. The fse verified the system by running a diagnostic and qc testing. Bci followed-up with the customer in 2009, and the customer stated that there are no further issues to report. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.